Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed by the manufacturer. The manufacturer is attempting to contact the physician for additional details about the incident. When additional information becomes available, the manufacturer will file a follow-up report.

Event description:
(B)(6) patient had post op tonsil bleed six hours after surgery.